Event description:
Through follow-up, it was confirmed that the stent in the left eye (os) was observed blocked at three (3) months postop, and was treated with iridoplasty. The report noted the patient was not on eye drops at one (1) year post op. This report references the reported case associated with the 68 years old male patient.

Manufacturer narrative:
Additional information: race noted as chinese. MFR# reference: (B)(4). Please reference report 2032546-2023-00043 for the events associated with the 81 years old male patient. Please reference report 2032546-2023-00055 for the events associated with the 69 years old male patient. Please reference report 2032546-2023-00056 for the events associated with the 65 years old female patient.

Event description:
The following was reported through a review of the article titled, ¿comparison of efficacy of combined phacoemulsification and istent inject versus combined phacoemulsification and hydrus microstent." Reportedly, following a cataract plus trabecular microbypass stent system procedures, three (3) eyes were identified with iris adhesions and blocked stents at three (3) months postop. All three (3) eyes underwent focal iridoplasty, with one (1) eye started on antiglaucoma medication post iridoplasty. Additionally, the report noted that one (1) eye developed intraoperative aqueous misdirection which resolved with chandler¿s procedure. Additional information has been requested. Please see the attached article for further details. This report references reported cases of stent obstruction and iris adhesion.

Manufacturer narrative:
Additional information: b3: publication date used for event date. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and iris adhesion are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00043 for the cases of elevated intraocular pressure (iop) and aqueous misdirection.